Event description:
Burn blister [burns second degree]. Case description: this is a spontaneous report from a pfizer-sponsored program, brand websites for division consumer healthcare (B)(4) from a contactable consumer. A female patient of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare menstrual), from an unspecified date for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient previously took thermacare heatwraps for neck and menstrual, and both were satisfied. The patient experienced burn blister on (B)(6) 2016 with outcome of not recovered. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the event "burn blister" as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the event "burn blister" as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.

Event description:
Event verbatim [preferred term] burn blister [burns second degree]. Narrative: this is a spontaneous report from a pfizer-sponsored program brand websites for division consumer healthcare germany from a contactable consumer. A female patient of an unspecified age started to use thermacare heatwrap (thermacare menstrual) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient previously took thermacare heatwraps for neck and menstrual, and both were satisfied. The patient experienced burn blister (the picture was attached) on (B)(6) 2016 with outcome of not resolved. Action taken with the suspect product was unknown. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Reasonably suggest device malfunction: no. Severity of harm: not applicable. Sample status: sample availability unknown. Follow-up (27may2016): follow-up attempts completed. No further information expected. Follow-up (04feb2020): new information received from product quality complaints (pqc) group included: product quality investigation results. No follow up attempts needed. No further information is expected.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Reasonably suggest device malfunction: no. Severity of harm: not applicable. Sample status: sample availability unknown.